Manufacturer narrative:
Date received by manufacturer: 08jul2019. Date of report: 08aug2019. The manufacturer's international field service engineer was unable to duplicate the reported issue; however, an error 110a (proximal pressure sensor autozero failed) was confirmed in the device history report. It was recommended that the data acquisition board be replaced. The customer was provided with a quote for repairs. The customer did accept or respond to the quote for repairs; therefore, no repairs were made to the unit. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit declared a "proximal pressure sensor autozero error failed" alarm. The device was in use at the time of the event; however, there was no patient harm. Event date not specified: estimate used.